Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that the customer experienced high blood glucose level due to bent cannula at infusion set. Customer's blood glucose level of 489 mg/dl and 513 mg/dl. Customer reported that the insulin pump alarmed with insulin flow block alarm. Customer stated that the insulin flow block alarm was resolved by changing complete set. Troubleshooting was done for bent cannula. Customer reported that they treated with manual injections and insulin pump as a result of high blood glucose. The insulin pump will not be returned for analysis.